Manufacturer narrative:
(B)(4) date sent: 5/22/2026 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Could you please provide more details about the type of oozing? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic cholecystectomy, that the surgeon was doing a laparoscopic cholecystectomy on this pt. He went to clip the cystic artery and the clip malfunctioned and tore the artery. A new clip was opened and the artery was clipped and the bleeding stopped. There were no patient consequences reported.